Manufacturer narrative:
Other applicable components are:product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he tripped over a cat and ended up falling. The patient¿s leads migrated a few contacts. The patient was examined under fluoro and it was found the right lead had migrated up two electrodes and the left lead had pulled down two electrodes. The patient was reprogrammed and stated they were feeling good coverage. The issue was resolved at the time of the report. No surgical intervention was planned. No patient symptoms reported.